Event description:
It was reported that the patient sought medical attention via a telephone doctor¿s appointment with hyperglycaemia and an infection that developed at the infusion site (leg) while wearing the pod between 5 and 24 hours. The patient¿s blood glucose levels rose to approximately 18 ¿ 20 mmol/l (324 ¿ 360 mg/dl). It was reported that there was purulent discharge at the site. The patient was treated with unspecified antibiotics. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.